Manufacturer narrative:
Follow-up # 1 date of submission 10/27/2015-device evaluation: the battery cap has been returned and evaluated by product analysis on 10/13/2015 with the following findings: during a visual inspection, the battery cap was noted to have damaged and missing threads. The battery cap was unable to securely attach to the test pump. The continual power rebooting was able to be duplicated during this investigation.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.